Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7093538.

Event description:
It was reported that coverage was not obtained during interoperative testing of the patients implant procedure. The physician moved the leads multiple times and placed it high in the cervical region. The following day, the patient experienced severe vomiting, nausea, headaches, right side numbness, facial pain and discomfort. It was noted that the patient had cerebrospinal fluid (csf) leak due to the placement of the lead. The patient underwent a revision procedure wherein the leads were pulled down and remain implanted. The patient was doing well postoperatively, and the facial and eye pain have reduced significantly.